Manufacturer narrative:
Evaluated one open and used reservoir. Performed pre-fill reservoir test. Found reservoir no leakage and no air bubbles anomaly when removing the plunger, performed manual test per and found plunger easy to release from stopper-plunger. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had reservoir leak. The customer¿s blood glucose level was 157 mg/dl at the time of the incident. Customer also stated that air bubble were in reservoir. The leak was past the second o-ring. After troubleshooting, customer was advised the reservoir will be replaced. The reservoir will be returned for analysis.